Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 54 year old male patient on impella cp support. During the morning, the patient was active in their hospital bed and the device jumped back into the aorta. The impella cp was removed at the patient's bedside by medical staff and the patient survived the procedure.